Event description:
Customer reported she experienced high blood glucose of 427 mg/dl and the she was unable to calibrate. Customer was explained that blood glucose level must be between 40 and 400 mg/dl for insulin pump to accept a calibration. Customer treated with a bolus dose. Customer also complained about sensor reading discrepancies. Customer stated that she was receiving low alerts when her blood glucose was 217 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.